Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as the level did not exceed 500 mg/dl or read ¿high¿ on the cgm. Reportedly, the customer continued to use the pump for insulin therapy.